Event description:
Device fail the device showed ¿device failed please return¿. Therefore the patient could not receive therapy with renasys for half a day.

Event description:
The device showed device failed please return. A delay in therapy for 2 hours was reported, as part of the incident.